Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Product does not expire.

Event description:
Report received indicated the patient was using a wafer with a tape collar, the skin began to breakdown, within a day and has continued to worsen for three weeks. The patient began using a different wafer but the skin became very red, bleeding and weepy making it difficult to adhere wafer to the skin. The patient did not treat the area or seek medical assistance. No further info was provided and the patient outcome was not reported.